Event description:
The manufacturer received information alleging a ventilator's display screen was blank. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. Thermal damage to t1 was observed, which caused an open condition. The thermal damage was confined to t1. The device had no electrical or thermal damage externally. The device's lcd screen was replaced to address the issue.